Event description:
It was reported that during a vena cava filter implantation procedure, filter deployment difficulties were encountered. The customer stated that when removing the dilator and placing the filter delivery system into the sheath, the physician noted that the system into the sheath, the physician noted that the filter had begun to prematurely deploy in the sheath without triggering the deployment device. The physician immediately removed the filter and delivery system, and the filter completely deployed when the system was removed from the sheath. Later, another filter was placed in the inferior vena cava without difficulty.